Event description:
On 12th may 2025, rayner received notification from its distirbutor in russia of an event that occurred of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that the iol got pinched in the cartridge resulting in the haptics getting torn off.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol got pinched in the cartridge resulting in the haptics tearing off. The patient underwent an additional surgery 6 days following the original surgery to have the lens explanted and exchanged. The lens was explanted and exchanged without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with the event was discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received states that immediately after pressing the injector the lens moved with great difficulty; however, injection was continued. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point resistance occurred is a deviation from the IFU and is the likely causative factor of the lens being delivered in a damaged condition into the eye.